Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) health authorities ((B)(6)) ((B)(4)) on 21-mar-2017. The most recent information was received on 30-may-2017 this spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("lower abdominal pain at times") and deafness ("possible loss of hearing") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia ("haemorrhagic, long and painful menstrual periods with clots of blood"), the first episode of dysmenorrhoea ("haemorrhagic, long and painful menstrual periods with clots of blood") and the second episode of dysmenorrhoea ("painful menstrual periods with clots of blood / more painful during menstruation"). In 2016, the patient experienced fatigue ("fatigue"), sleep disorder ("marked sleep disturbances"), anaemia ("anemia"), libido decreased ("reduced libido"), application site pain ("burning sensation from make-up, no longer put on make-up"), headache ("a few headaches, worse and worse"), local swelling ("swelling of chest before each menstruation"), premenstrual pain ("pain before each menstruation"), growth hormone deficiency ("growth hormone and deficiency discovered nos"), mood swings ("mood swings"), anger ("constant anger"), irritability ("irritability"), paraesthesia ("pins and needles in hands at times") and menometrorrhagia ("disregulated long painful hemorrhagic periods"). In 2017, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), deafness (seriousness criterion medically significant), depressed mood ("feeling sad"), snoring ("snoring, more and more frequent") and feeling abnormal ("feeling fed up"). On an unknown date, the patient experienced crying ("crying"), dizziness ("dizziness at any time of the day, more and more present") and myalgia ("muscle pain in neck, leg and arm"). The patient was treated with surgery (steps underway for removal of inserts.). At the time of the report, the abdominal pain lower, deafness, menorrhagia, fatigue, sleep disorder, anaemia, libido decreased, application site pain, headache, local swelling, premenstrual pain, growth hormone deficiency, mood swings, anger, irritability, paraesthesia, menometrorrhagia, crying, dizziness, depressed mood, snoring, the last episode of dysmenorrhoea, myalgia and feeling abnormal outcome was unknown. The reporter considered abdominal pain lower, anaemia, anger, application site pain, crying, deafness, depressed mood, dizziness, fatigue, feeling abnormal, growth hormone deficiency, headache, irritability, libido decreased, local swelling, menometrorrhagia, menorrhagia, mood swings, myalgia, paraesthesia, premenstrual pain, sleep disorder, snoring, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 01_jun_2017 for the following meddra preferred term: abdominal pain lower: the analysis in the global safety database revealed 348 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 30-may-2017: quality safety evaluation of ptc. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was reported via regulatory (reference number: (B)(4)) on 21-mar-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("lower abdominal pain at times") and deafness ("possible loss of hearing") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient started essure. In (B)(6) 2015, the patient experienced menorrhagia ("haemorrhagic, long and painful menstrual periods with clots of blood"), the first episode of dysmenorrhoea ("haemorrhagic, long and painful menstrual periods with clots of blood") and the second episode of dysmenorrhoea ("painful menstrual periods with clots of blood / more painful during menstruation"). In 2016, the patient experienced fatigue ("fatigue"), sleep disorder ("marked sleep disturbances"), anaemia ("anemia"), libido decreased ("reduced libido"), burning sensation ("burning sensation from make-up, no longer put on make-up"), headache ("a few headaches, worse and worse"), local swelling ("swelling of chest before each menstruation"), premenstrual pain ("pain before each menstruation"), hormone level abnormal ("growth hormone and deficiency discovered nos"), mood swings ("mood swings"), anger ("constant anger"), irritability ("irritability"), paraesthesia ("pins and needles in hands at times") and menstruation irregular ("disregulated long painful hemorrhagic periods"). In 2017, the patient experienced abdominal pain lower (seriousness criteria medically significant and clinically significant/intervention required), deafness (seriousness criterion medically significant), depressed mood ("feeling sad"), snoring ("snoring, more and more frequent") and feeling abnormal ("feeling fed up"). On an unknown date, the patient experienced crying ("crying"), dizziness ("dizziness at any time of the day, more and more present") and myalgia ("muscle pain in neck, leg and arm"). The patient was treated with surgery (steps underway for removal of inserts.). At the time of the report, the abdominal pain lower, deafness, menorrhagia, first episode of dysmenorrhoea, fatigue, sleep disorder, anaemia, libido decreased, burning sensation, headache, local swelling, premenstrual pain, hormone level abnormal, mood swings, anger, irritability, paraesthesia, menstruation irregular, crying, dizziness, depressed mood, snoring, second episode of dysmenorrhoea, myalgia and feeling abnormal outcome was unknown. The reporter considered abdominal pain lower, deafness, menorrhagia, the first episode of dysmenorrhoea, fatigue, sleep disorder, anaemia, libido decreased, burning sensation, headache, local swelling, premenstrual pain, hormone level abnormal, mood swings, anger, irritability, paraesthesia, menstruation irregular, crying, dizziness, depressed mood, snoring, the second episode of dysmenorrhoea, myalgia and feeling abnormal to be related to essure. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced lower abdominal pain at times and possible loss of hearing. Steps underway for removal of inserts. The event lower abdominal pain at times is regarded as anticipated according to the reference safety information for essure. The other event is unanticipated. Abdominal pain may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. With regards to the other event, considering its nature and given essure's local action at fallopian tubes, a causal relationship with essure can be excluded. This case was regarded as incident because device removal will be required. Additionally, non-serious events were reported. A product technical analysis is being sought. No further information will be available, because health authority does not allow active follow-up.